Manufacturer narrative:
A supplemental report is being submitted for correction and additional information. Correction the h3 for device evaluation was left blank on the previous regulatory report, that has been updated to no and device evaluation anticipated, but not yet began. Additional information was received that a second battery also was not charging, the event description and the additional device were added. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021 / serial #: (B)(6). UDI #:(B)(4). D9: yes, return date: 18-mar-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 09-jun-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second battery was charging all night and in the morning the battery did not providing power to the controller and when placed back on the battery charger the battery exhibited a red light. The second battery was replaced.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: the zvchg fet disables the charge and discharge fets, rendering the battery inoperable. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported "not charging" event related to (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that bat900726 met all requirements for release. Failure analysis of the returned battery (bat900726) revealed that the unit passed visual inspection and functional testing. A review of the battery's internal log revealed that the lifetime max cell voltage had values above the anticipated maximum cell voltage. This observation is an additional finding not related to the reported event. A possible root cause of the out of range maximum lifetime cell voltage values in the internal log can be attributed to a manufacturing error. The battery was returned with cell voltages above the cell over voltage recovery threshold. Based on this observation, the battery likely did not experience a cell over voltage condition at the time of the reported event. As a result, the reported "not charging" event related to bat900726 could not be confirmed. Failure analysis of the returned battery (bat900327) revealed that the unit passed visual inspection. Functional testing revealed that the bat900327 was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd). The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. As a result, the reported "not charging" event related to bat900327 was confirmed. The most likely root cause of the reported "not charging" event related to bat900327 can be attributed to an esd event. CAPA pr00519785 is investigating battery issues related to esd. Additional products: bat900327 img:g02013 h6:FDA method code(s):b01 h6:FDA result code(s): c0302 h6:FDA conclusion code(s):d06 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the battery was charged it displayed a flashing red light. The battery was exchanged. No patient complications have been reported as a result of this event.